Manufacturer narrative:
No product was returned. A full review of all manufacturing lot history records was performed and no deficiencies were noted during the review. All the records indicate that the product in question met the product requirements and was completed correctly without deviations. Clinical evaluation: indications for use: atrium c-qur mosaic mesh products are intended for use in soft tissue deficiencies including hernia repair, chest wall reconstruction, traumatic or surgical wounds and other fascial surgical intervention procedures requiring reinforcement with a supportive material. Dermatitis is one of the most common causes of rashes. Rashes occur when the skin comes into direct contact with a foreign substance that causes an adverse reaction, leading to a rash. The resulting rash may be itchy, red, or inflamed. Possible causes of contact dermatitis include cosmetics, detergents, dyes, chemicals and plants. The instructions for use (IFU)1 states complications that may occur with the use of any surgical mesh include, but are not limited to, inflammation, infection, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material, possible adhesions when placed in direct contact with the viscera (intestines) and organs.

Event description:
Received a report that a patient had developed a rash post operation.